Manufacturer narrative:
Biomérieux conducted an internal investigation in response to a customer complaint of a misidentification result while testing a patient isolate using the vitek® ms instrument (ref. (B)(4), serial (B)(6)) with knowledge base version 3.0. The expected identification of the isolate was not provided. Review of the customer¿s test data determined the instrument¿s fine tuning and calibrator spot preparation quality were good. Review of the customer¿s data showed the sample spot preparation ¿all peaks¿ values were heterogeneous. The initial identification of corynebacterium durum obtained with a low identification score (-0.32); the number is near the acceptable limit for giving an ¿identification¿ result or a ¿no identification¿ result (-0.40). The analysis of spectra acquired during seven (7) additional tests performed by the customer were also analyzed. The review determined the sample ¿all peaks¿ values were heterogeneous. One spectra gave a no identification results with ¿too many peaks¿ comment. This kind of spectra can be obtained when not enough material is placed on the spot; then the spectra will be noise only. It means that the sample spot preparation was heterogeneous. The root cause was determined to be non-optimal spot preparation. The customer¿s vitek® ms instrument if functioning as intended.see section h10.

Event description:
A customer from (B)(6) notified biomérieux of obtaining discrepant results while testing a patient isolate using the vitek® ms instrument (ref. 411032, serial (B)(4)). The isolate was tested five (5) times using the vitek® ms and initially identified the isolate as corynebacterium durum. The following four (4) tests identified the isolate as corynebacterium tuberculostearicum. The isolate was also tested using the biotyper test method which identified the isolate as corynebacterium durum. The customer has not provided the expected identification for this isolate. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. Biomérieux will initiate an internal investigation.